Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention was undertaken on (B)(6) 2018 were the patients ipg was explanted and replaced for upgraded technology. The physician cut the patients lead and it remains implanted. The abandoned product will be referenced in an additional report.